Manufacturer narrative:
Product analysis was unable to confirm the reported event. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported events related to a hole and fluid leak in the tubing; however, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction.

Event description:
It was reported that the device was not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Inspection of the device identified a crack causing saline leakage in the tube that connects the pump and reservoir. Following the procedure the patient improved.

Event description:
It was reported that the device was not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). Inspection of the device identified a crack causing saline leakage in the tube that connects the pump and reservoir. Following the procedure the patient improved.